Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient developed a skin reaction with rash, redness, inflammation and pimples underneath sensor pod area only and infection on the needle puncture site. The patient had pain in the right arm that extended from the elbow to the shoulder. The patient went to the hospital on (B)(6) 2022 and there a prescription of dafalgan, amoxicillin and disinfectant was made. The patient was treated at the emergency room, the affected area was cleaned and disinfected. In addition, an ecography was performed to ensure that there was nothing stuck in the patient´s skin; there was nothing in the patient´s skin. No additional event or patient information is available.